Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supplies or simply cleared the alarms and resumed insulin delivery. Customer's blood glucose level was 400 mg/dl.